Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent the stent failed to cross/position. The lesion being treated was non-tortuous, moderately calcified in the distal right coronary artery (rca). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion in the distal rca was predilated with a 3.0x15mm balloon. The device passed through a previously deployed 3.5x26mm onyx trucor stent which was used on the same day. Resistance was encountered when advancing the device. Excessive force was used during delivery. When the stent was passed through the previously implanted 3.5x26mm onyx trucor stent in the medium rca, it could not be advanced past the mid rca and became stuck, unable to cross through the previously implanted stent. The stent was stuck and unable to move forward. The stent was then withdrawn from the patient with no issues. There was no difficulty noted to remove the stent. No additional intervention required to remove the stent. The 3.5x26mm onyx trucor stent was fully deployed. There was no damage noted on the implanted onyx trucor. The patient remained alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the sheath and stylette were present with the device on return. There was no deformation to the distal tip. A tear was evident to the guidewire exchange joint. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: annex a code please note that this device (onyx trucor) is not marketed in the united states however it is the same as the united states marketed device (resolute onyx). This event is being reported only as a malfunction because of the same device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.